Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2017. At an unspecified time on this date the patient obtained a blood glucose result of ¿160mg/dl¿ with the subject meter and ¿254mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and took an additional 5 units of an unspecified type of insulin on (B)(6) 2017. The patient stated that 3 hours after taking this additional insulin they developed symptoms of ¿blurry vision and hard to breathe¿. The patient did not state whether they had received any additional treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.